Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to recurrent infection at abutment site. Treatment with topical antibiotic (specific date and duration not reported) was unsuccessful. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2023, under general anesthesia in order to debride the skin and remove the abutment. The implanted device remains.